Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported on 12march2025 that it is taking quite a long time to charge their implant. Patient stated that it used to take 20-30 minutes to charge the implant, but now it's taking up to an hour. Patient mentioned that they used to be able to charge every 3 days and it didn't take that long, but they are now having to charge it every 2 days. Patient mentioned that they spoke to a manufacturer representative (rep) yesterday and the rep said to call patient services and ask if the implant needed to be replaced; rep mentioned that the battery is getting older so that could be the issue. Agent reviewed implant longevity with patient; patient followed up saying that maybe the battery pack needs to be replaced then. Agent walked patient through a controller reset; patient confirmed controller powers on. Patient inserted the battery and confirmed controller is 100% and implant is 90%. Patient confirmed no physical damage on recharger. Patient then connected recharger and confirmed recharging excellent. Patient asked if the battery pack was being replaced and patient noted that was not the issue and reviewed information. The issue was not resolved. A replacement recharger (rtm) was sent out. No symptoms were reported. Patient called back on (B)(6) 2025 repeating the same charge duration reported above. Patient stated sometimes they have good days charging and sometimes they have bad days, even with the new recharger. Patient asked if their 780g insulin pump could be interfering with the stimulator charging. Agent reviewed information and redirected the patient to the appropriate department for more information.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient as a response to the letter that they contacted because the charging was taking up to an hour every two days. Patient said that it continues to have trouble with charging that taken a lot of time. Patient said that with the replacement recharge they always lie on that to get an "excellent" response. Patient's weight at the time this occurred was 93lbs.